Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a ventral incisional hernia. A ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2013 - the patient was diagnosed with a ventral hernia and underwent repair with ventralex mesh (device #1). Per the operative notes, "I made a longitudinal midline incision overlying the area of concern superior to the umbilicus. The hernia defect was identified. The fascial defect was approximately 3 cm in diameter. A size medium ventralex (device #1) was chosen and placed deep to the fascial defect." (B)(6) 2014 - the patient was diagnosed with a recurrent ventral hernia and underwent repair with ventrio mesh (device #2) . Per the operative notes, "on palpation I could demonstrate the fascial defect more to the right of the midline and the transverse incision was made. Hernia sac was opened. The previously placed mesh (device #1) wadded up essentially into a ball. The fascial defects have greatly increased in sizes about 3 times as the size of what it was before. I chose an oval ventrio mesh (device #2).¿ it was then placed & sutured. (B)(6) 2015, the patient visited hospital and diagnosed with a possible recurrent hernia on left. (B)(6) 2015 - the patient was admitted to the hospital for a bulge in the abdomen and pain on left side. Patient was diagnosed with a ventral hernia and underwent repair with ventralex mesh (device #3). Per the operative notes, "I reopened the left side of the transverse incision. The mesh had curled on itself and was quite thickened. I removed the portion of the mesh that was curled up into a ball. (Based on the anatomical location this appears to be device #2 ventrio mesh). I chose the ventralex mesh (device #3) 2.5 inches in diameter, and it was anchored." (B)(6) 2016 - the patient was diagnosed with recurrent ventral incisional hernia with obstruction, pain and underwent repair. Per the operative notes," the previously placed transverse incision was reopened. Down to palpably feeling the 2 defects at the lateral edge of the hernia mesh. One of the defects is approximately a centimeter in diameter. The other one was approximately 2 cm in diameter. It was noted that the greater omentum was incarcerated within the hernia sac, and this was amputated. The 1 cm defect was reapproximated with sutures x3. Another medium size mesh was chosen, placed and anchored.¿ this MDR represents ventralex mesh device #1. Attorney alleges adhesions, bowel obstruction, mesh migration, mesh shrinkage, pain recurrence, mesh curling and mesh wadding.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example, possible ventralex hernia patch explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: this supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: h11: this supplemental emdr is submitted to document the additional information provided and corrected information. Based on the available information, no conclusions can be made. Per medical records this is a morbidly obese patient with a surgical history significant for previous abdominal surgery. Based on medical record review approximately about a year post implant of the ventralex mesh (device #1) the patient was diagnosed with a recurrent hernia and underwent repair surgery. The operative notes state the mesh was found to be ¿wadded up¿ however there is no mention of mesh explant. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. This supplemental emdr represents the ventralex mesh (device #1). Additional emdrs were submitted to represent the ventrio mesh (device #2) and ventralex mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example, possible ventralex hernia patch explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a ventral incisional hernia. A ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.